Event description:
It was reported that the patient initially received benefit from vns therapy, but approximately three months after being implanted the patient began having an increase in seizures. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.